Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used in veterinary case, patient information will not be provided. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Facility reported that the 532.010 (small battery drive) has low power output; tried with different batteries. The reported event happened intraoperative. No harm to the patient. Procedure was completed successfully by switching to second drill. There was no delay in the procedure and no medical intervention required due to reported event. There was no human involvement, this was a veterinary case. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.